Manufacturer narrative:
Product ID 7482a66, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product typ extension product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product typ extension product ID 3387s-40, lot# v022878, serial# implanted: (B)(6) 2007, explanted: product typ lead product ID 3387s-40, lot# v022878, serial# implanted: (B)(6) 2007, explanted: product typ lead. (B)(4).

Event description:
It was reported a medical or therapy problem. It was reported the patient was having some tachycardia and the health care professional wanted to do an EKG because of the symptoms he portrayed while in the hcp office. If additional information is received, a follow up report will be sent.